Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer cleared the alarm and reported that the pump supplies would be changed. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, with low ketones. Elevated blood glucose levels were addressed by correction bolus via the pump, and changing the infusion set.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.